Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. It is unk whether or not the device may have caused or contributed to the event based on the information currently available. Furthermore, no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B)(6) 2007: pt underwent a ventral hernia repair, at which time a bard composix kugel patch was implanted. On (B)(6) 2009: pt presented to her surgeon for an exploratory laparotomy for recurrent hernia and severe abdominal pain. Pt's surgeon found that the mesh had folded under itself and adhered to pt's bowel, the bowel was freed of the mesh and the mesh was removed at this time. Pt has suffered and will continue to suffer physical pain. The bard composix kugel patch used in pt's hernia repair surgery failed, resulting in pt's suffering pain and harm.